Event description:
It was reported that during a step - univers revers with modular glenoid system the tip of the drill broke off when the surgeon has drilled inside the glenoid without additional pressure. It was further reported that the part could not be retrieved out of the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9628 serial/batch number 022122 was received for investigation. Functional testing was not performed because the device shaft was bent. Visual evaluation found that the drill flute tip was broken off. It was noted that the shaft was bent at the groove of the laser lines. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely causes for this type of occurrence are prying/levering the device against hard bone or other instrumentation during use.